Event description:
User facility voluntary medwatch received from (B) (4) that stated: "mannitol infused by hospira IV pump in a pacu. Amount to be infused was 385ml. Pump set a vtbi 385ml and rate set at 385ml/hr. Total volume delivered when staff discovered malfunction was 488ml. Pump did not alarm when vtbi of 385ml was reached. Pictures taken of pump at time error was discovered and vtbi and rate and volume delivered were verified immediately. Pt was monitored greater length of time to observe for adverse effects such as possible intercranial bleed. Dates of use: 4 years. Diagnosis or reason for use: post eye surgery/reduction of interocular pressure. Event abated after use: yes." Upon further query, the following info was provided that indicated the pt received more medication than intended. At an unspecified time, the pump was programmed in the operating room to delivery 20% mannitol at a rate of 385ml/hr, with a volume to be infused (vtbi) of 385ml, and the delivery was started. After an unspecified length of time, the pt was transferred to the post anesthesia care unit (pacu). At 0750, the pacu nurse noted the pump display indicated a total of 488ml had been delivered instead of the expected 385ml. It was reported that between 12ml to 20ml remained in the 500ml solution container. The physician was notified. The pt remained in the pacu for an additional hour for observation. There were no reported adverse pt effects. No medical interventions were required. Therapy was discontinued and the pump was removed from clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
User facility voluntary medwatch report number was received on 08/24/2009. (B) (4). The device is expected to be returned for investigation. It has not yet been received. (B) (4)